Event description:
It was reported that during an unspecified procedure, a s/s xch/035/260 amplatz super stiff guide wire "split into two inside the patient's body."

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).